Manufacturer narrative:
The gastroscope was returned to the endochoice service center for evaluation and repair. The scope exhibited a failure in one of the channels requiring a repaid, in which there was a working channel leak/failure. The biopsy channel was replaced and other components of the scope were repaired to address major fluid invasion and restore back to specification.

Event description:
It was reported that during a procedure, a black fluid began coming out of the end of the scope. There was no report of injury or other negative health consequence to any patient. .